Event description:
Baxter affiliate (ba) reports two bloods leaks with ca 210 dialyzers that occurred during the twenty - first use. Leaks were noted by audible machine alarms and not confirmed by a hemastix test strip. Estimated blood loss is more than 100cc per incident. Ba reports that their are no pt injuries or medical interventions associated with these incidents.